Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that approx 16 days post an uneventful left internal carotid artery stenting procedure, the pt experienced mild gait abnormality and garbled speech. The pt was admitted to the hosp and a CT scan of the head was negative. Treatment consisted of coumadin and plavix. The neurologist diagnosed a cerebellar stroke. The pt was discharged to home three days later and his condition was continuing and improved. Four days later, the pt was readmitted for worsening dysarthria and gait disturbances. This event was similar to his previous event and treatment was the same. The pt was discharged to home five days later. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.